Event description:
During insertion of the acetabular shell, the implant stuck on the end of the impactor. We had to open another implant and use a different impactor since the first one stayed on the initial insertor/impactor handle.